Manufacturer narrative:
At this time, the inratio monitor has not returned. Therefore, investigation of the complaint to determine root cause cannot be completed. However, a review of inhouse testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. The meter memory was reviewed by the distributors representative, and showed two results. The customers discrepant 2 result may be an invalid result obtained during product demonstration. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. On 10/12/14, the distributor representative visited the patient to receive the inratio monitor back. The following information was obtained during the customer visit: the inratio meter that the customer took with her to (B)(6) showed only two results: date: (B)(6), result= 2 (the day of the customer demonstration with the inratio monitor). Date: (B)(6), result= 1.2 (day the distributor tried the meter by himself to make sure it worked). The distributor explained to the customer that the meter memory only contained two results. The customer stated that she probably looked at the meter memory and thought that this was the result. This occurred at the same time that she was experiencing bleeding. After 3 days, the patient was advised to go to the hospital, there she received a result of 4.7. Following this result the customer ate avocado to equalize her inr. After 7 days, the patient again checked her inr at the hospital, and it had gone down to 2.5 and the bleeding had stopped. Another week passed, and she again checked her inr at the hospital and received a result of 2.4. The customer stated that she didn't have any changes in coumadin, other medications or food.

Event description:
Caller alleged discrepant inratio results. Results as follows: the patient self tester obtained an inratio meter before flying to (B)(6) on (B)(6) 2014. On the second day of her trip, the customer reported a lot of bleeding from her nose and gums. While abroad the customer called the distributor to say that she was having difficulty obtaining results. The product specialist explained to the patient that probably not enough blood was placed on the test strip. The customer stated that she received a result of 2 with the inratio monitor, but due to her bleeding issue went to see a local doctor the next day. The doctor advised the patient to go to the hospital but the patient insisted on treating herself based on her experience over the years. The doctor provided recommendations on how to balance herself. Upon return from her trip the customer met with the product specialist and performed a test on the inratio meter. The product specialist was unable to obtain a result.